Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. Cause of bg level was not known. Customer went to the emergency room and was discharged the same day. No additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.